Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11 the duraseal exact spine sealant (206520) was not returned for analysis and the investigation could not confirm the complaint. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause is undetermined with the information available. Per the dfmea, potential causes of failure include: issues with solution mixing and coverage. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
An authorized distributor reported that during the preparation process of duraseal exact spine sealant system (206520), a light blue tone was acquired when introducing the liquid from the blue syringe into the ampule containing the powder to be reconstituted. It was observed that the texture of the resulting liquid after mixing the two syringes was watery and transparent. The product did not come in contact with the patient, but the patient was prepped for surgery and product issue resulted in surgical delay of approximately 30 minutes.